Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a distributor that the endotracheal tube could not detect nerves after about one hour into a thyroidectomy procedure. The hcp checked all connections, but could not resolve the problem. There was no error code displayed on the screen. The procedure was delayed for about 10 minutes. The hcp completed the surgery without the nerve monitoring device. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the distributor reported that the nerve monitoring device was not in use for the first hour of operation. The problem with the endotracheal tube was noticed as soon as the nerve monitoring device was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis could not duplicate the allegation of the tube could not able to detect nerves. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The resistance of each lead are within the specifications. There were no short circuits and no intermittent behavior while manipulating connections. If information is provided in the future, a supplemental report will be issued.